Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The returned meter was investigated with a known-good retained battery. Visual inspection has been performed on returned meter. No issues were observed. Retain batteries were inserted. Indicator lights did not flash. Meter powered on with button depression. Blank screen was not observed. Unexpected characters were observed on meter's display. The observed unexpected characters on meter's display did not contribute the customer complaint and did not impact meter's ability to power on. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.